Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 61 mm in diameter and 134 mm in length thoracic aortic aneurysm. It was reported that during post of follow up on an unknown date a type iii separation endoleak and a dissection were observed on the distal side. As for the distal side, a dissection occurred because the physician prioritized the diameter of proximal end of the device. Because of this choice, the diameter of distal end of the device was oversized. The physician also stated the order of the implanted stent grafts. For this procedure the device was built down- proximal first, then distal. The physician was not able to identify the cause for the type iii endoleak. The overlap was sufficient. The patient is being monitored by the physician. There is no plan for additional treatment. No clinical sequelae were reported.